Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 233 mg/dl at the time of the call. The customer also experienced some calibration alarms. The customer did not want to do any further trouble shooting. The customer was advised to monitor the insulin pump and to call the help line if they had any other issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.